Manufacturer narrative:
Imdrf device code a15 captures the reportable event of the clip would not come off properly. Block h10: investigation results the returned mantis clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke is attached to the control wire). Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip would not come off properly was not confirmed. Investigation found that the device was returned with evidence of premature deployment, indicating that the clip did release from the catheter at some point. It is possible that operational factors during the procedure such as trying to open the clip once it was already activated could have caused the premature deployment of the clip. The hit marks found on the bushing is not considered a device problem and is just a part of the device problem characterization. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was attempted to be deployed; however, the clip would not come off properly. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would not come off properly.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6), 2023. During the procedure, the clip was attempted to be deployed; however, the clip would not come off properly. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.